Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, on (B)(6) 2019, the patient experienced nausea, vomiting, abdominal pain and body ache. Her serum glucose (sg) level was 330 mg/dl and blood glucose (bg) level was 450 mg/dl, which she tried to self-treat with a bolus but her bg level did not go down. However, she kept giving injections. It was reported that when her bg level was 368 mg/dl, she bolused 10 units and went to sleep. However, when she woke up at 5:00 pm, she was in full blown diabetic ketoacidosis. Further, she went to the emergency services, stayed in the emergency room and intensive care floor where insulin drip, fluids and morphine were administered. It was found that sensor expired before going to emergency. She took off set and found that tip was bent. It was also reported that tubing clamp had no cracks or visible damage. She was advised to remove the infusion set from the body and was assisted with performing the hp test and it passed. Bent cannula trouble shooting showed that cannula was bent and the cannula was inserted in sufficient subcutaneous tissue. There was a bump at the site of insertion and had stretch marks. It was stated that, the patent did not face any tape adhering issue. She was advised that, insulin delivery was not suspended due to sg versus bg difference. On (B)(6) 2019 (monday), after getting out of the hospital, she put on a new sensor and things were okay, but numbers were higher than normal. She was not trusting pump and was giving injections. She changed out everything, but throughout the night the device kept beeping. In the morning of (B)(6) 2019, she woke up around 8:00 am and only had water and black coffee. Subsequently, she went to healthcare professional as her sg level was 332 mg/dl and bg level was 455 mg/dl. The healthcare professional gave her injection as her sg level (350 mg/dl) and bg level (600 mg/dl) were higher. Moreover, her bg value from reported event was 600 mg/dl and sg value was 350 mg/dl. The sg and bg difference was 250, which was not within target range of glucose difference. Reportedly, on (B)(6) 2019 (date of this report), her sg level was 107 mg/dl and bg level was 115 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.